Manufacturer narrative:
The pump was received with bleeding lcd glass. Compromised force sensory system alarmed during the prime test at 3.5 lbs. Was due to faulty force sensor resistor. The pump passed the operating currents test, unexpected restart error test, displacement, rewind, basic occlusion tests. The pump was unable to perform the occlusion and no delivery tests due to compromised force sensor system alarm. The pump had cracked case at display window corners, reservoir tube lip, minor scratched abd cracked display window.

Event description:
It was reported that the pump was returned for no reason. No further information provided.